Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. During visual inspection damage was found on the membrane. Microscopic inspection found a pinhole in the membrane. There was no other damage or issues found on the cassette. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported his cycler alarmed for air detected in the cassette. He was instructed to discontinue treatment and reset with new supplies. When he opened the cassette door he found fluid leaking from the cassette. He made the set available for evaluation. During follow up the patient reported his effluent remained clear. He did not have any complications from the event.